Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc would not boot up. The review of system log files showed unable to ping flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and hard disk spare part. After replacement of the flexvision pc hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that flexvision pc would not boot up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc was failing. The flexvision pc has been replaced that the system was returned to use in good working order.